Event description:
Catheter broke at hub attachment. Approximately 0.05 to 1cc of blood loss. PICC was dressed with an opsite brand of dressing and extra length coiled.

Manufacturer narrative:
There was one used 26 ga PICC catheter returned for evaluation. The sample consisted of the catheter hub with a small portion (1.3 cm) of catheter tubing still attached to the bushing. The catheter tubing broke off inside of the strain relief. The strain relief was not in the manufactured placement, attached to the bushing. Dried bodily fluids/meds were present in catheter lumen. The examination of the catheter tubing under magnifications revealed to have "uneven jagged edges." This is an indication that undue stress was applied to the catheter. Catheters are 100 percent inspected at various stages of the manufacturing process. A pressure test is performed on all catheters during manufacturing to ensure the catheters can withstand the pressures and forces when utilized within the instructions for use provided by argon. A control pull test is also performed per the specifications to ensure catheter strength and integrity. The problem description stated that the "extra length was coiled." The IFU instructs the user to measure patient and trim the catheter to appropriate length. The IFU does not instruct to coil the catheter. Comparing the problem description to the instructions for use and the risk management documentation, the issue most likely was due to the failure to secure the catheter hub to the patient. Additional potential contributors to the failure may be excessive pressure used when flushing, use of small volume syringes, force flushing when resistance is encountered, the exposure to alcohol solutions and misuse/mishandling.